Event description:
It was reported that the surgical lead had high impedances. It was further reported that the lead was inserted , anchored, tunneled and connected to the device. An impedance check was then reportedly done and contacts 5, 6, 7, 12, and 13 were all greater than 3600. The ends were removed, wiped down and reinserted with no change on the high electrodes. It was noted that the milliamp range was low but it was not known why. Impedances were checked again using a multi-lead trialing cable and an external neurostimulator, but impedances were still high. A new lead was reportedly used an all impedances were then normal and the patient was implanted. It was also noted that there was no injury or adverse event and there were no patient symptoms. It was later reported that the high impedances were seen inter-operatively while doing a lead revision and placing a new lead. It was noted that the lead tails were reinserted multiple times and the surgeon thought that it could possibly be scar tissue from the previous lead. It was also noted that the other electrodes were around 1000 ohms. It was further noted that the decision to close was made because the impedance could be temporarily high but it was then noted that the lead was changed out and everything normalized. Please refer to manufactures report # 3004209178-2013-06627 for additional information on a related event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: lead: product ID neu_siliconeanchor. Product type: accessory. (B)(4).

Manufacturer narrative:
Analysis of the lead (lot# va0790g014) found no anomaly. Analysis of the silicone anchor 1 found no anomaly. Analysis of the silicone anchor 2 found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.